Event description:
Boston scientific received information that during the implant procedure of this device, the right ventricular (rv) lead and left ventricular (lv) lead impedances were out-of-range (oor). The leads were removed from the device, the setscrews were all checked and noted to be functioning appropriately. Both leads were once again re-inserted into the device and all impedances were within normal ranges. The device was left implanted and the pocket closed. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.